Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an obstruction in the superior vena cava. No additional adverse patient effects were reported. This device is not expected for return.